Manufacturer narrative:
The field service engineer (fse) spoke with the customer by phone to troubleshoot the issue. The fse instructed the customer to replace the first check valve (cv 10) in the probe waste line to vc11 (vacuum chamber 11). The customer changed the cv 10 and reran startup to verify the repair. The customer reported the needle bellows and the aspiration probe were now draining and the leak was resolved. The fse followed up with a visit to the customer location to verify instrument was in working order. The manufacturer's reference # for this event is (B)(4). Customer resolved the issue.

Event description:
The customer reported a leak of bloody fluid in the needle bellows and the aspiration probe not draining on the lh750 instrument. The volume was reported as two to three ml and the leak was contained. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous results were generated in connection with this event.